Manufacturer narrative:
The vsm 6000 series of monitors is intended to be used by clinicians and medically qualified personnel for monitoring of neonatal, pediatric, and adult patients for noninvasive blood pressure, pulse rate, noninvasive functional oxygen saturation of arteriolar hemoglobin (spo2), total hemoglobin concentration (sphb), and body temperature in normal and axillary modes. The most likely locations for patients to be monitored are general medical and surgical floors, general hospital, and alternate care environments. The cvsm device was returned to welch allyn for investigation. The evaluation and investigation indicated that the root cause was an internal failure with the power supply inside the cvsm that caused the fire. Welch allyn has notified the power supply manufacturer of the event for a root cause failure analysis. This is the first occurrence of this failure. Welch allyn will continue to monitor complaint trends for this type of alleged malfunction. If any additional relevant information is identified following completion of the root cause analysis by the manufacturer, the additional relevant information will be submitted in a supplemental report. Based on this information, no further action is required.

Event description:
Welch allyn received a report from the account stating the cvsm device caught fire after plugging in the device at set up. The device was located at the account. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint #(B)(4).